Manufacturer narrative:
The insulin pump was received with pump error 25 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and replace battery now without any low battery warning. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.